Manufacturer narrative:
It was initially reported that the bed had no side rails. Follow-up submitted as further investigation could not confirm this issue.

Event description:
It was reported via repair work order that the bed had no side rails. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed had no side rails. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.